Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.

Event description:
The customer reported via phone call that they had inaccurate low readings that led to the threshold suspend feature to be prompted. Customer's blood glucose was 159 mg/dl at the time of incident.. The customer also reported receiving a bad sensor alert with their sensor. The customer also reported they were currently hospitalized for high blood glucose. The details of the hospitalization was not provided. Customer's current blood glucose was 82 mg/dl. The sensor will be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.